Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the sensor updating alert, the buttons are less responsive, an insulin flow-blocked alarm, and the battery-failed alarm. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, mmt-866a, and mmt-1884. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-866a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter and monitored without any connection interruptions. No transmitter anomalies were noted. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Unit was downloaded successfully using thump software. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms, unexpected battery alerts or insulin flow blocked alarms were found in the history files on or near the event date. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1. The p-cap locks properly into the reservoir compartment. Unit received with scratched case. In conclusion, customer allegations for unresponsive keypad, failed batt test, no delivery alarms, no communication between pump and transmitter were not confirmed. Unit and transmitter communicated properly during testing. Exposed to moisture confirmed on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.